Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical the humidifier kit 500ml 12/cs sterile water inhalation was not bubbling properly during patient use, and started to spout sterile water from the top due to increase pressure. The customer confirmed no harm was done to the patient.

Manufacturer narrative:
Result of investigation: the suspect device was not returned for evaluation. The DHR review of lot number tl2207052 was performed in order to demonstrate that the lot was manufactured in accordance with established procedures and production controls. In addition, the packaging statistical inspection results meet the acceptable criteria. The samples inspection consisted in the adhesive label information evaluation where the information capture was correct according to the material number and lot number. In addition, the humidifier shape, adapter, conditions that could compromise bottle quality were visually and physically inspected. No bottle leaks connector problems were detected. Based on the aforementioned, it was determined that manufacturing process was not identified as a failure mode.